Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of divided solution to 2 uses without disconnecting the bag for 8 hours and peritonitis in a (B)(6) male patient coincident with dianeal pd2 unknown therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 1.5 % unknown (dose, frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date, the patient divided his solution to 2 uses without disconnecting the bag for 8 hours. The patient's trained caregiver/relative was not available. On (B)(6) 2011, the patient experienced peritonitis manifested by poor drain and abdominal pain. That same day, the patient was hospitalized for the peritonitis. The cause of the peritonitis was divided solution to 2 uses without disconnecting the bag for 8 hours. On an unreported date, the patient began remedial treatment with ceftazidime (1000 mg, once daily) and cefazolin (500 mg/bag, once daily). Action taken with dianeal therapy was not reported. The outcome of the peritonitis and whether the patient was retrained on proper dialysis technique were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy and did not provide a causality statement for the event of divided solution to 2 uses without disconnecting the bag for 8 hours.

Manufacturer narrative:
(B)(4). The following additional information was received from baxter philippines: the reason why the patient is not disconnecting the sets is due to financial limitations. There is no other information to share with regard to this case.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and use error was identified, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis is use error- poor aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.